Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot number 12b072 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The physical sample was not available; therefore, a device analysis cannot be completed. Photo evaluation could not confirm the leak condition that was reported because it did not clearly show the evidence of the leak at the filling port of the infusor. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked at the filling port during filling. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4).